Event description:
It was reported that ventricular oversensing and bipolar pacing impedances of less than 200 ohms were noted due to lead fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Boston scientific crm received information that this patient fell and when there pacemaker was checked, right ventricular (rv) oversensing, pacing inhibition and asystole was observed. A lead revision was performed where the lead was surgically abandoned and a new rv lead was successfully implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
The extensive explant damage and missing parts prevented further analysis.